Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the full lead was returned, analyzed and there was blood on the distal conductor. (B)(4).

Event description:
It was reported that during an implant attempt, the physician could not insert the stylet into the right ventricular (rv) lead and felt resistance. It was also noted that the impedance on the rv lead was high. The lead was attempted and not used. Another lead was implanted. No patient complications have been reported as a result of this event.